Event description:
Family caregiver reported a therapeutic shock was delivered to patient and patient indicated feeling 'ok' but had trouble breathing. Patient was resting prior to shock delivery but did not divert the shock alert.